Manufacturer narrative:
User does not know the lot number and does not have the wipes so DHR review and sample evaluation is not possible. Trend data reviewed and no other report of a fire could be found. The box and packets of wipes both have the highly flammable words and symbol on it. The IFU specifically states: flammable: no smoking. Do not use near flame or any incandescent material, electrical appliance or source of heat. Keep away from sources of ignition. End user's weight is not known so an estimation was used in this medwatch. The exact electronic cutter device is not known.

Event description:
It was reported that a universal remover wipe had been used to remove tape from a patient's neck. The doctor then used an electronic cutter device somewhere which led to a fire. The fire burned the patient's face. No information is available about the extent of the burn or treatment provided.